Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastroplasty procedure, in the first firing, the stapler made a strange noise "popped", only after that snap sound it no longer work. New device was used to complete the case. There was no patient injury.